Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 and then again on (B)(6) 2016. Customer's blood glucose of 600 mg/dl. Customer had symptom of vomiting, nausea, slurred speech, and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call and was treated with insulin drip and insulin pump. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting. Insulin pump would be replaced per customer's request.